Manufacturer narrative:
Product event summary: product ID# 4592-45 - a proximal portion was received measuring 8 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) with the physician for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Implantable cardiac resynchronization therapy defibrillator product ID (B)(4), implanted: 2013 (B)(6); implantable pacing lead product ID 429688, implanted: 2013 (B)(6); implantable defibrillation lead product ID 6947m55, implanted: 2013 (B)(6). (B)(4).

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information for disposal. Information identified in the manufacture¿s data base indicated the patient died approximately three weeks post implant of the crt-d system. A cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.